Event description:
It was reported that an altitude alarm occurred. Customer declined troubleshooting with tandem technical support as she was able to reset her pump and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.